Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed incorrect interpretation of signal causing an inappropriate shock on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.